Manufacturer narrative:
The hospice equipment, which included the bed rails and full electric bed subject to this adverse event, was picked up by the rental dealer, (B)(6) medical, on 1/06/2017. The dealer inspected, cleaned and returned the equipment to service as they found nothing wrong with the equipment. Conversations with the initial reporter, hospice and dme dealer support the belief the caregiver (patient's daughter) failed to properly engage the bed rail in a locked position. Not returned to manufacturer.

Event description:
The patient's daughter was giving a bed bath and needed to leave the room. She reported that she raised the bed rail but it failed to latch. The patient reported she leaned on the rail and fell out of bed. Initially the patient only complained of a dull ache in the right leg and was able to move her leg. The next day during the hospice case manager/rn visit the patient complained of severe pain in the right leg. An x -ray ordered by the physician indicated a fracture of her femur. The patient was taken to the hospital for treatment and further evaluation. Due to her existing medical condition she was not a candidate for surgical repair. The daughter wanted her mother to return home with the continuation of hospice support. While at the hospital the patient's condition declined, and she developed pneumonia and died on (B)(6) 2017. The cause of death was not attributed to this adverse event.